Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported his freestyle lite meter's backlight did not turn on, the meter turned on with the button but not after strip application, the test would not start after sample application, and that he received an error 3 message. The customer reported that as a result of not being able to test, he did not know what his glucose levels were. It was additionally reported that on (B)(6) 2011 at 1:00 am the customer experienced diaphoresis and lowered body temperature, followed by a loss of consciousness. Paramedics were called, an unknown reading was obtained on the paramedic's glucose meter, and the customer was transported to a medical facility. The caller reported "an x-ray was taken, food was provided and orange juice, temperature was taken every 15 minutes and blood test was taken." The caller was uncertain about the exact nature of the treatment given, and stated it may have been insulin. The caller denied any self-treatment. There was no report of death or permanent injury associated with this event.